Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 58 mg/dl. The customer¿s current blood glucose was 158 mg/dl. The customer was treated for the low blood glucose with food and she ate pizza. The customer declined troubleshoot for low blood glucose. It was reported that patient has been experiencing low bgs for unknown. The customer was hospitalized on (B)(6) 2017 due to high blood glucose level of 700+ mg/dl. The customer had symptoms such as nausea. Customer was taking manual injection it wasn't working. The customer declined troubleshoot for low blood glucose. The product was not returned for analysis.